Event description:
It was reported that during the procedure at a bifurcation in the narrow right internal carotid artery, an emboshield nav6 embolic protection filter was deployed followed by successful deployment of a xact carotid stent. An anticoagulant drug was administered to the patient approximately 5 hours post-procedure. Approximately 8 hours after the procedure, the patient experienced a right hemispheric stroke, and a thrombectomy of the stent was performed via aspiration. The patient stabilized to baseline immediately following the thrombectomy. The patient was discharged to home with some residual thumb weakness. No additional information was provided.

Manufacturer narrative:
(B)(4). There is no indicated of a product deficiency. The reported patient effects of cerebrovascular accident, thrombosis and weakness are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.